Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in an 87-year-old male patient with a past medical history of coronary artery bypass graft (CABG) surgery and renal insufficiency presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during high-risk percutaneous coronary intervention (pci). During the procedure, a hematoma was observed at the access site while the introducer was in place. The patient was successfully weaned, and the impella was explanted in the procedural area. Hemostasis was achieved with pre-close with perclose proglide x2 and manual pressure. The activated clotting time (act) was 270 at the time of the hematoma. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6 investigation type codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.